Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a death occurred during a hip revision surgery.

Event description:
It was reported that a right hip revision was performed due to squeaking and pain. The patient had a stroke the day after surgery and passed away approximately two weeks after the surgery.